Event description:
Event description guidant received information that this right ventricular endocardial lead displayed out-of-range impedances on the rate/sense channel. This system has been implanted for four months. In addition, oversensing was noted, leading to inappropriate shocks and inhibition of pacing. This patient is pacemaker dependant.